Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the root cause of the reported event cannot be conclusively determined as no abnormalities were identified. The returned product operated as designed during the evaluation period.

Event description:
The black power cord connected to the quantien monitor began to smoke. The procedure was immediately stopped, and the monitor was turned off. The procedure was finished with a non-abbott device. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.